Event description:
It was reported by the end user that the crutch tip disintegrated and the metal tip of the crutch was exposed, causing the crutch to slide out from under him. He put pressure on his operative leg and then fell

Manufacturer narrative:
End user was recovering from a right meniscus repair and was approximately 3-4 weeks post op. He was ambulating with the assistance of crutches. He reported he was ambulating in his home on a wooden floor. He states, the rubber tip on his right crutch tore which caused the crutch end to be exposed. He slid on the floor and ended up placing all his weight on his right leg. This apparently caused immediate severe pain and he then fell. He saw his physician who indicated they would re-evaluate in three weeks. He later reported that he had another surgery on 02/19 at which time they 'pulled out a barb'. He is now recovering from the second surgery. The sample has not been returned for evaluation. At this time, we are unable to confirm the issue or identify a potential root cause. We do not know if the product failed. Due to the reported fall and second surgery, a MDR is being filed.